Manufacturer narrative:
The evaluation and repair of the device has not been completed. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb).